Event description:
A five day old active infant weighing 2050 gms was placed in an incubator through the front access panel. The access panel latches were inadveretently not engaged. Shortly thereafter, the infant knocked open the access panel and fell to the floor. Subsequent investigation revealed two problems. 1. The staff did not check the access panel detent operation on a regular basis. 2. The striker plates on the access panel has no access panel detent. It is unknown if the detent would have prevented this incident. Of the seven units in the facility, five had worn striker plates and effectively no access panel detent. The infant was not injured in this incident, but the possibility exists for pt injury in this type of incident.